Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt experienced serious bodily injury with pain and suffering as well as surgeries. No other information is available.